Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, mark on the lens was observed. Additional information was received stating that there was patient contact however, no patient harm was reported. The lens was explanted during initial procedure, and the procedure was completed on same day.